Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a loss of capture on the left ventricular (lv) lead was noted one day post implant. Sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.